Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the distal conductor of the lead was extrinsically over-rotated. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated stretching and damage at implant. The analyst commented that the lead was returned with the helix fully retracted and blood visible in the helix. The distal conductor was distorted in the connector.

Event description:
It was reported that the helix of the attempted pacing lead would not deploy inside or outside of the body. A different lead was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.